Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, noise episodes was observed on the atrial channel. The device was reprogrammed. The patient was in a good condition.